Event description:
The sales representative spoke with the surgeon and the surgeon's technique caused the capsule tear. The surgeon stated there was no product malfunction.

Event description:
The surgeon implanted a 3-piece silicone lens model aq2017v and the capsule burst during implantation. No further info has been forthcoming from the facility. The model and lot numbers of the cartridge and injector were not specified by the facility.